Event description:
It was reported that the defibrillator experienced "handle damage". Further information was provided that this refers to a paddle fault. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the paddles and paddle tray required replacement. The faulty components have been requested for failure analysis, but they are reportedly unavailable for such. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.